Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and a blood glucose (bg) level of 500mg/dl which was addressed by administration of a manual injection. Customer was unsure of the cause of dka. Tandem technical support assisted the customer change pump supplies. A recommendation was made for the customer to discuss ketone levels with healthcare provider.